Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported by the patient that four infusion set cannula was found bent within one day of use. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06743- device 2 of 4 (B)(6).